Event description:
(B)(6) regarding the non-FDA approved machine at the (B)(6) listed above. The (B)(6) was provided to (B)(6) by the previous rn that used to worked at the (B)(6). The picture of the client shows how hifu affected (B)(6). In addition, hifu treatments are being administered by (B)(6). The machines at this (B)(6) are not FDA approved. They obtain the machines from (B)(6) and on their (B)(6) it states equipment is FDA approved. (B)(6) about machines burning their skin and causing pain that last for a week. (B)(6) have stated they¿ve even seen the machines on (B)(6) and know they are the medical grade ones. (B)(6).